Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that tenaculum forceps (tf) instrument was stuck on the tissue. The customer was trying to use an instrument release kit (irk) to remove the instrument; however, it was found that a broken internal cabling prevented the customer from opening the instruments jaws with the irk. The customer had to open the instruments jaws manually. The customer stated that the instrument was on its last use. The tse advised the customer to return the instrument for failure analysis. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.